Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had their device implanted for urinary retention and it was supposed to help prevent bladder infections, but it was not working because they have had their 2nd or 3rd bladder infections starting middle (B)(6). It was noted patient drank a beer and felt a burning sensation and it hurt in the back and everything else. Patient mentioned their stimulation was helping but then when the weather got warm/hot they started having problems. Patient stated they would be pretty good but then out of the blue they would get bladder infections again like before they had the implant. Patient changed programs and increased amplitude. No further complications were reported.